Manufacturer narrative:
The device will not be returned to olympus for evaluation due to issue being resolved onsite. Customer was installing processor with lmd-x310st: sony lcd monitor and had sdi (serial digital interface) video cable terminated at the wrong input on monitor. The video image is now present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer, the visera elite ii video system center displayed no image during installation. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the serial digital interface (sdi) video cable has stopped and no image displayed due to an incorrect input of the monitor. The event can be prevented by observing the following information in the instructions for use/procedures /visera elite ii video system center/olympus otv-s200 "section 3. Placement and connection 3.5 connecting your monitor" olympus will continue to monitor field performance for this device.